Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has an error catheter restriction. No personal injury occurred.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the device started up normally. No abnormalities were found in the device simulation treatment. It is suspected that the alarm was caused by an occasional abnormality in the external pipeline folding, exhaust obstruction and other external conditions during operation. All functional and safety checks to meet factory specifications performed.